Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a percutaneous coronary intervention surgery procedure. After placing the stent, the customer needed to confirm the stent position with the device, but the device failed to perform an exposure. The patient was awake but had an unstable heart rate and was vomiting. The procedure was cancelled and a cardiac ultrasound was done immediately to confirm the stent position. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The customer had restarted the system, after which the system was working normally. Troubleshooting and assessment of the system event logs by the fse could not identify a root cause of the event and the issue could not be duplicated. Logfile analysis by a technical service engineer (tse) determined that the x-ray pc might have gotten stuck at the time of the event. The tse explained that this would lead to the frozen application screen and would make x-ray generation unavailable. This can be due to the x-ray controller process hanging up after pedal tapping and the x-segment controller (xsc) will not receive the "enable x-ray signal". The system software needed to be updated and the xsc needed to be replaced. The fse replaced the xsc and upgraded the system software. The xsc was returned for failure analysis. Analysis could not find a root cause for the event. The xsc functioned with no issues when tested in the test generator. It was noted that there was an unexpected shutdown of the system onsite and the pc software was reinstalled afterwards. It was considered possible that this had solved the experienced problems prior to the xsc being received. After the xsc was replaced and the software was updated, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during a percutaneous coronary intervention surgery (pci), the physician wanted to check the stent position after deployment; however, the device failed to perform exposure and fluoroscopy. The acquisition monitor was frozen, and all buttons were unresponsive. Only the review monitor was working. The procedure was stopped, and a cardiac ultrasound was performed to confirm the stent position. The procedure was completed successfully with about a five-minute delay. The patient was admitted to the intensive care unit (ICU) for observation after the surgery and has since been discharged from the hospital. There was no reported patient or user harm. Philips has started an investigation of this complaint.